Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5076070). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Should the pump be available for investigation, a follow-up report will be sent once the pump will be returned and evaluated. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5076070) of which we had not been made previously aware. Event description: "patient has crono 5 pump. She is getting an alarm with message ER. Two (which is irregularity in the security system). Patient pressed the plus button. This did not work. Told her to stop the pump. She said the pump would not stop. Then told her to clamp the line and remove the battery (wait 10 seconds before re-inserting it). When the patient put the battery back in, was still at ER. Two with the alarm going off. Patient was able to change to her other pump. Other pump is working fine. Transferred call to have courier set up. Sn (B)(4). Fourteen maintenance (B)(6) 2018. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes, will courier replacement. Dose or amount: 59.9nkm. Frequency: continuously. Route: intravenously. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0."

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5076070). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Once the pump arrived, the pump was checked and it was found out that the device has come in contact with liquid. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics with formation of short circuit and error 2 (problem with the safety system) signaled by the pump. The technical service checked and repaired the pump. No consequences for the patient.